Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic hysterectomy with alexis ces. Event description: laparoscopic hysterectomy using alexis ces was performed 3.3. After operation patient felt ill, and returned to hospital. Reason for illness was foreign object in abdomen. Foreign object was retrieved in second laparoscopy on 25.3 , and the object was identified as a retention disk of kii fios trocar (cff33). Based on customer assessment and reviewing video material of the surgery, customer states that after the removal of uterus, instead of using the hasson trocar included in the ces-kit, cff33 trocar was inserted to the enlarged extraction wound to check the abdomen. Trocar was inserted in a way that retention disk went inside abdominal cavity, and surgical clamps where used to help maintain pneumoperitoneum. After the abdominal cavity was checked, surgeon removed the cff33, and when the trocar was pulled out, retention risk slided off from the trocar cannula and was left inside of abdominal cavity without notice. Retention disk is no longer available, but based on customer description the disk was intact. Customer states that incident was most likely due user error. Intervention: foreign object was retrieved in second laparoscopy on 25.3 , and the object was identified as a retention disk of kii fios trocar (cff33). Patient status: patient had to be operated again. Status is now stable.

Event description:
Procedure performed: laparoscopic hysterectomy with alexis ces. Event description: laparoscopic hysterectomy using alexis ces was performed 3.3. After operation patient felt ill, and returned to hospital. Reason for illness was foreign object in abdomen. Foreign object was retrieved in second laparoscopy on 25.3 , and the object was identified as a retention disk of kii fios trocar (cff33). Based on customer assessment and reviewing video material of the surgery, customer states that after the removal of uterus, instead of using the hasson trocar included in the ces-kit, cff33 trocar was inserted to the enlarged extraction wound to check the abdomen. Trocar was inserted in a way that retention disk went inside abdominal cavity, and surgical clamps where used to help maintain pneumoperitoneum. After the abdominal cavity was checked, surgeon removed the cff33, and when the trocar was pulled out, retention risk slided off from the trocar cannula and was left inside of abdominal cavity without notice. Retention disk is no longer available, but based on customer description the disk was intact. Customer states that incident was most likely due user error. Intervention: foreign object was retrieved in second laparoscopy on 25.3 , and the object was identified as a retention disk of kii fios trocar (cff33). Patient status: patient had to be operated again. Status is now stable.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated. However, engineering examined the provided video and confirmed that the retention disk had separated from the trocar. Based on the description of the event, the trocar was inserted in a way that the retention disk entered the patient anatomy and the retention disk slid off when the trocar was removed. The instructions for use (IFU) instructs the user to "slide the retention disk down to the skin," which is not consistent with the way that the device was used. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.